Manufacturer narrative:
A ge service rep performed an on site investigation. The connection to the collimator was reseated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 2600 system had an error message code displayed during a case. No pt injury was reported.